Event description:
The initial reporter received questionable ise indirect gen.2 na results on a patient tested on a cobas pro ise analytical unit. The initial na result was 152 mmol/l. This result was auto verified and reported to the physician. The physician questioned the high result and ran ise tests on an istat that gave normal results. The istat ise results were not provided. The physician contacted the laboratory questioning the original result. The repeat na result was 140 mmol/l. The repeat result was deemed correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found the customer had replaced the ise electrodes. The customer ran activator to protinize the electrodes. Calibration and qc results were acceptable. Mechanism and diagnostics checks were within specifications. The investigation determined the service actions resolved the issue.